Manufacturer narrative:
(B)(4). The customer report of " needle hit the bone, and the needle was deformed "was confirmed. Confirmation is based on the investigation results showing that the device suffered bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode(s): ul-needle broken: needle broken occurs when the needle strikes bone. The probable root cause of this failure mode is use error- un intentional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "during procedure, an issue occurred where the needle hit the bone, and the needle was deformed. The device was removed, and the procedure was completed using a new device". No patient harm or injury.